Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging a meter casing issue with his one touch ultralink meter. It was reported that the meter casing was cracked. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issue began in ¿(B)(6) 2013¿. The patient manages his diabetes with an insulin pump. It is not known if the patient made any changes to his usual diabetes management regimen in response to the alleged issue. The patient claimed, ¿a few hours¿ after the alleged issue occurred, he developed symptoms of ¿cold sweat and loss of consciousness¿. The patient reported, on 3 different instances at unspecified dates/times, he took a glucagon injection (1 unit) in response to the symptoms. At an unspecified time in ¿(B)(6) 2013¿, the patient reported that emergency medical services (ems) was contacted. The patient¿s blood glucose was tested and they obtained a result of ¿24 mg/dl¿ from the ems meter. Ems treated the patient with IV glucose. At the time of troubleshooting, the cca documented that this was not the first time the patient used the subject meter. The patient informed the cca that meter was ¿stepped on and cracked¿. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.